Event description:
Information received from the field notes that the patient presented for a post implant follow-up. The patient was not pacemaker dependent and not symptomatic. Testing re- vealed that the atrial lead was capturing the ventricle and ventricular pulses did not elicit a ventricular response. When the pocket was opened, the leads were confirmed to be reversed in the connector header. The leads were corrected without further incident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received